Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green corrosion was confirmed via analysis of the submitted picture. The reported event of the difficulty disconnecting the modular cable could not be reproduced as the product was not returned for evaluation. However, inspection of the picture revealed green substance consistent with fluid ingress within the bulkhead assembly; the fluid ingress observed can result in resistance being encountered while attempting to disconnect the modular cable. The green dried substance was also observed to be covering the controller¿s housing. Multiple requests for additional information were made to determine if the heartmate 3 system controller (serial number: (B)(6)) would be returned for evaluation; however, no response was received. No further evaluation could be performed. The root cause of the reported events was determined to be fluid ingress; however, the root cause of the fluid ingress could not be determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2018. Heartmate 3 patient handbook (rev. D) section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of green corrosion on the controller and the difficulty disconnecting the modular cable were confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(6)) and inspection of the submitted picture. Inspection of the submitted picture and returned controller revealed fluid ingress on the bulkhead connector of the modular cable and controller. The controller was tested in a mock circulatory with the returned modular cable (lot number: (B)(6)) and no atypical alarms were observed; however, resistance was encountered while connecting and disconnecting the modular cable and while pressing the driveline release button. The system controller was disassembled to inspect the internal components and green liquid substance consistent with fluid ingress was observed to be covering the driveline release mechanism and the bulkhead connector; the fluid ingress observed on the bulkhead connectors of the modular cable and controller resulted in the resistance encountered while connecting and disconnecting the driveline and while pressing the driveline release button. Further inspection also revealed fluid ingress on the circuitry and inside the housing. The cable jacket on both power cables was removed revealing that fluid ingress was covering the protective layers of both power cables. The remaining layers of the power cables were then removed and no further issues were observed on both power cables. The fluid ingress did not affect the controller's ability to operate the pump at set speed. The controller event log file downloaded from the returned controller contained approximately 8 days of data (02may2023 ¿ 10may2023 per the timestamp). The log file data did not indicate any issues with the equipment. The driveline was disconnected on 10may2023 at 13:59:20 to exchange the controller. There were no other notable events observed and the pump maintained a speed above the low speed limit while the driveline was connected. The root cause of corrosion on the bulkhead connector and the difficulties to connect and disconnect the driveline was determined to be fluid ingress; however, the root cause of the fluid ingress on the controller could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 19dec2018. Heartmate 3 patient handbook (rev. D) section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was green corrosion on the controller and modular cable. It was later reported that the patient presented to the clinic with a modular cable tear. Upon exchange of the modular cable, a motor oil sludge was noted on the driveline at the controller connection end. The substance was also inside the controller. A controller exchange was recommended. Related manufacturer's report: 2916596-2023-02948.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.